Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2mm x 40mm x 145cm coyote balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed without any issues and the procedure was completed with a different device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). D4 lot number updated from unknown to 0025457003. Expiration date updated from unknown to 04/21/2023. Unique identifier (UDI)# updated from unknown to (B)(4). H3 device manufacture date updated from unknown to 04/21/2020.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2mm x 40mm x 145cm coyote balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed without any issues and the procedure was completed with a different device. There were no patient complications reported and the patient's status was good.